Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2017. The customer reported she had changed the site and was admitted to the hospital on saturday and so she was treated with intravenous insulin. Patient's blood glucose at time of incident was 600 mg/dl. Patient's current blood glucose was 346 mg/dl. The customer treated for high blood glucose with novolog pen and pump. The customer had finished eating before hospitalization. The sugars were decreased. The customer was wearing the pump at time of hospitalization. This morning she woke up and it was 400mg/dl. Customer states the drive support cap appears normal (slightly indented). The customer will call back after receiving tubing clamp to perform high pressure test. The insulin pump will not be returned for analysis.